Event description:
Pt had transurethral microwave surgery of the prostate using the targis machine. Pt's sphinctor valve does not function after the procedure causing them to leak urine whenever they move or lift any weight. Pt went to see another dr in their dr's office after they contacted hosp's pt relation person. Twenty-five hrs prior to going pt had to urinate 34 times, 12 to 15 of which were emergency situations. Dr said that they didn't know what to do because they didn't have any studies to go by. Pt said that they heard that there were some others having problems also and asks what they had done for them. He said that "I was the first of six he had to see and he didn't want to see the other five" pt was given full anesthesia at the time of surgery. Pt had several months where they leaked uncontrollable during the working day. Pt is now leaking over "a pound" per day, uncontrollably. After almost a year without condition getting much better pt is scheduled for a replacement sphincter valve. Pt wants help to prevent this from ever happening to anyone else. Pt has not been able to confirm injuries or extents of problem the five other drs pt's dr refers pts to may be having.